Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). Nurse noted water temperature (wt) has not been warm. Patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 23.2c, water flow rate (wfr) was 1.0 l/m neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 23.6c, t4 11.5c water flow rate (wfr) was 1 l/m, inlet pressure (ip) was 6.6psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 495.7 and pump hours were 465.1. Walked through stopped therapy, emptying pads and draining 16 ounces of water from right drain port. Therapy restarted and water flow rate (wfr) was stabilized to 1.1 l/m. Advised would call back in 30 minutes to check in on water temperature (wt). Called back 30 minutes later and spoke with patient nurse, felicia, water temperature (wt) was reached 35c and patient temperature (pt) was now within targeted temperature (tt) and water temperature (wt) was now reading 33c. Nurse confirmed all looks good with patient at this time. Per follow up information received via task on (B)(6) 2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the device. Patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 23.2c, water flow rate (wfr) was 1.0 l/m neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 23.6c, t4 11.5c water flow rate (wfr) was 1 l/m, inlet pressure (ip) was 6.6psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 495.7 and pump hours were 465.1. Walked through stopped therapy, emptying pads and draining 16 ounces of water from right drain port. Therapy restarted and water flow rate (wfr) was stabilized to 1.1 l/m. Advised would call back in 30 minutes to check in on water temperature (wt). Called back 30 minutes later and spoke with patient nurse, felicia, water temperature (wt) was reached 35c and patient temperature (pt) was now within targeted temperature (tt) and water temperature (wt) was now reading 33c. Nurse confirmed all looks good with patient at this time. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). Nurse noted water temperature (wt) has not been warm. Patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 23.2c, water flow rate (wfr) was 1.0 l/m neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 22.5c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 23.6c, t4 11.5c water flow rate (wfr) was 1 l/m, inlet pressure (ip) was 6.6psi, circulation pump command (cpc) was 32 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 495.7 and pump hours were 465.1. Walked through stopped therapy, emptying pads and draining 16 ounces of water from right drain port. Therapy restarted and water flow rate (wfr) was stabilized to 1.1 l/m. Advised would call back in 30 minutes to check in on water temperature (wt). Called back 30 minutes later and spoke with patient nurse, felicia, water temperature (wt) was reached 35c and patient temperature (pt) was now within targeted temperature (tt) and water temperature (wt) was now reading 33c. Nurse confirmed all looks good with patient at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.